Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that back in march, they met in the intermediate intensive care unit (iicu) regarding inaccurate readings with our indwelling catheter temperature sensors. At that meeting, bd person was going to follow up by sending new cords that they had on hand and to provide sample 3-way statlocks. They also took photos of kinks in the cord . Over the weekend, they had another incident in which a patient was in a bair hugger and the foley temperature reading was between 96.8 - 97.2 and the oral temp was 98.5 . The nurse made sure the foley was properly placed in the statlock.

Event description:
It was reported that back in march, they met in the intermediate intensive care unit (iicu) regarding inaccurate readings with our indwelling catheter temperature sensors. At that meeting, bd person was going to follow up by sending new cords that they had on hand and to provide sample 3-way statlocks. They also took photos of kinks in the cord. Over the weekend, they had another incident in which a patient was in a bair hugger and the foley temperature reading was between 96.8 - 97.2 and the oral temp was 98.5 . The nurse made sure the foley was properly placed in the statlock.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "catheter is stretched during insertion". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.